Event description:
(B)(4). Initial information was reported by a physician on 05/18/2009, who reported two cases. This report corresponds to case 1 of 12 (associated case ID is (B)(4)): a currently (B)(6) female patient, received five injections of poly-l-lactic acid (sculptra), (lot numbers/expiration dates not provided) 1st injection of 4cc's on (B)(6) 2006. The physician reported that the patient has visible bumps on both cheeks of her face. The patient received her 2nd injection of 4cc's on (B)(6) 2006, 3rd injection of 3cc's on (B)(6) 2006, 4th injection of 3cc's on (B)(6) 2006 and her 5th injection of 1cc on (B)(6) 2006. No further medical information was reported.

Manufacturer narrative:
Additional implant dates: (B)(6) 2006. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.